Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Second lead information: product description: evoke cap12 percutaneous lead kit - 90cm model # : 102879 catalog#: 3009 serial/lot #: (B)(6).

Event description:
Approximately one week following removal of the evoke spinal cord stimulation (scs) system's trial leads, the patient was evaluated for pain and infection, and subsequently underwent a laminectomy.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The leads were not returned to saluda. The root cause of the infection could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy and abnormal sensations or pain." The manufacturing records were reviewed and product met all requirements for release. Second lead information: serial/lot #: (B)(6), manufacturing date: 06may2024, expiration date: 06may2026.